Event description:
It was reported that the unit burned.

Manufacturer narrative:
It was reported that the unit burned. Our inspection revealed a 1/4" burn hole, caused by a broken thermostat. The unit also showed considerable evidence of misuse. We concluded that this report was attributable to failure to follow instructions and misuse on the part of the consumer.